Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that after the device was in place the patient experienced "pain". The word "bladder" was noted near pain but it was unclear what the patient meant however "urinary pain" was also mentioned. The urinary pain was extremely uncomfortable to bare. As previously reported the patient increased stimulation (to 3.0 on program 4) and she was voiding normally. She learned to "work with the device" by adjusting it for comfort and to work out urinary retention (with device). The patient expressed thanks for the device.

Event description:
Additional information received from the consumer reported that increasing stimulation resolved the retention issue. No further info rmation was provided.

Manufacturer narrative:
Product ID: 3889-28, lot# va0x6qk, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer reported a loss or change of therapy. Therapy had been "ok" following implant, but retention started the following day. The patient's bladder was "not emptying," causing discomfort as well as urgency and frequency. Settings had been increased from 2.5 volts (v) to 5.5 v with no change in therapy. Retention was the reason for implant. Instructions for use (IFU) included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Cause, actions, and outcome remain unknown; follow-up is behind conducted to obtain additional information.